Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room due to several syncopal events. A review of data shows pacemaker mediated tachycardia (pmt) episodes that the device detected appropriately and the rhythm broke with the pmt algorithm. Presenting egm shows ap/bivp then a bigeminy premature ventricular contraction (pvc) to follow. Lead measurements are good and there are no out of range measurements. No adverse patient effects were reported.